Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the pump volume or vibration was too low. Customer's blood glucose level was reportedly unaffected. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.